Event description:
Whilst using the reamer handle, it sheered off from the join at the base of the reamer and the drill.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding a breakage involving a acetabular reamer handle was reported. The event was confirmed. The device showed signs of use, wear, and damage, and was unremarkable. Further device evaluations were performed by the vendor. Device history review indicated that all devices were manufactured and accepted into stock with no reported discrepancies. Complaint history review indicated that there have been no previously reported similar events. The investigation by the supplier concluded that the reported event was confirmed. The root cause was attributed to wear or damage due to repeated intended use.

Event description:
Whilst using the reamer handle, it sheered off from the join at the base of the reamer and the drill.